Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that what appeared to be an aquacel ag surgical dressing was used over her right shoulder for a total reverse joint replacement. The surgery was on (B)(6) 2020 and she stated that the dressing was in place when she came out of surgery. She was told to leave the dressing in place until her post-operative follow up appointment on (B)(6) 2020. Approximately 3 weeks after surgery, she "worked" the dressing off with the help of a friend using saline. She was unsure of the exact date but advised that it was "a few days before (B)(6) 2020". Once removed, she realized that the adhesive hydrocolloid portion of the dressing overlapped the sutures in at least 2 places and some of the adhesive material was embedded in the sutures. She measured the removed dressing at 10 inches and she measured her incision at 10 inches and stated that it "curves" into the armpit. She had "fuzzy" stuff that appeared to be the aquacel ag and "sticky" stuff that appeared to be the hydrocolloid portion of the dressing "ooze" out of the closed incision for days after it was removed. The incision had closed and no evidence of infection was present but the incision healed "rough" and did not have a smooth appearance that she had with prior surgical scars. She thought it healed "rough" due to components of the dressing being embedded with the incision. She did not have any details about how the dressing was applied or if the dressing was warmed prior to use. She was having complications unrelated to the dressing that she wanted to resolve first. Reportedly, the suture material was dissolvable. No photo available at this time.